Event description:
Affected side is unknown.

Manufacturer narrative:
Clarification to serial numbers (B)(6) left side and (B)(6) right side were provided, however there is insufficient information to determine which device the allegation of alcl suspected is against.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Event description:
Physician reported an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient representative reported "diagnosed with bia-alcl," ¿developed pain and inflammation in her breast tissue¿ and ¿emotional distress, mental anguish¿ due to concern with the product. Device has been explanted. This record is for the left side. Pathological markers have not been provided.